Event description:
Trauma pt. Pca order of 4 mg of morphine pca pump difficult to set; beeped and was slow to take settings. Once programmed, it recorded the appropriate dosage for pm shift (8 mg) and early am shift (4 mg). However, rn noted the settings had returned to the 'core' or 'routine' pca beginning settings that are initially on the screen prior to set up. It was noted that machine was unplugged. Despite the visual screen settings on the pump showing 8 & 4 mg infused, the syringe indicated pt had had 60 mg mso4.